Event description:
Patient was revised to address loosening of the femoral component at both interfaces. Depuy cement was used at the time of original implantation. Update rec¿d (B)(4) 2014- patient's medical records were received. Records indicate upon revision severe osteolysis was found. The patient's insert and patella are being reported at this time. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient x-rays and medical records were provided. Review of the supplied investigational inputs confirmed loosening of the femoral component and osteolysis. The investigation could not verify or identify any product contribution to the reported event with the information provided. The patient is noted to be morbidly obese with a number of comorbidities. Obesity imposes severe loading on the affected extremity significantly increasing wear and the likelihood of early failure, including loosening, of one or more of the components. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.